Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported bleeding and discomfort while using the day aligners. The patient stated that they woke up one morning with inflamed tonsils and were experiencing gum recession due to this so they would like to stop treatment and receive a refund at this time. The patient indicated that they would return to their dentist to get a letter of recommendation to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.